Manufacturer narrative:
Per email, customer states customer is having to use medical tape to keep bandages on as the adhesive is not sticking. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per email, customer states customer is having to use medical tape to keep bandages on as the adhesive is not sticking.